Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that post deployment of an unspecified xience stent, the delivery system was noted to have difficulty during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Subsequent to filing the initial MDR, 16 sterile devices were received and tested for deflation time in the returned goods lab and evaluated for balloon shape after deflation. All 16 devices met deflation time specification. There are no specifications for balloon shape, specifically ¿flatness¿, post deflation; therefore, balloon deflating flat is acceptable for xience prime. An additional 11 units were also received and tested for deflation time and met specification. Therefore, there is no indication of a product issue with the sterile devices.